Event description:
Additional failure of pads adaptor cable (m1750a/b). With cable attached defibrillator indicates "no paddles" (same indication as if cable was not attached). Analysis finds that the circuit board connector within the main connector assembly is partially out of receptacle jack (functionally disconnected). Main connector assembly had never been opened prior to problem. Result of this failure mode is inability to operate defibrillator in external pad configuration. The number of cable failures with this failure mode now total two.